Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in regarding 8015 unit will no longer power on. If it completely dead we would rather you send unit in for repair services could be burn chips on the board thank me for my help and said they will replace the convertor and see if resolve the issue if they will send in for repair. (B)(4).